Event description:
It was reported that the pump gave constant alarms instructing the customer to test blood sugar, which was disruptive, especially at night, occurring over four times a day. There was no reported impact to the customer¿s blood glucose level. The customer was out of warranty and in the process of renewal, but declined further follow-up after initial troubleshooting attempts by technical support were unsuccessful.